Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device / malposition of essure device: intestines/ failure to occlude fallopian tube"), uterine haemorrhage ("abnormal uterine bleeding/ abnormal bleeding (general)") and procedural haemorrhage ("trouble placing left coil due to bleeding") in a 24-year-old female patient who had essure (batch no. 627075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "trouble placing left coil due to bleeding" in (B)(6) 2008. The patient's past medical history included hysteroscopy, cervical cone biopsy and obesity. Concurrent conditions included back pain, dysuria, migraine, headache, abdominal pain, urinary tract infection (acute.), uterine bleeding, pap smear abnormal, left lower quadrant pain and dysmenorrhea. Concomitant products included bupropion (wellbutrin), citalopram hydrobromide (celexa) from 2015 to 2017, escitalopram oxalate (lexapro) from 2014 to 2015, ibuprofen since 2000, lysozyme (neuzyme) from 2014 to 2017, ondansetron (zofran) and xylenol since 2000. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced procedural haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required) with pelvic pain and abdominal pain lower, uterine haemorrhage (seriousness criterion medically significant), cyst ("bilateral cysts"), menorrhagia ("menorrhagia / abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), nausea ("nausea"), weight increased ("weight gain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with temazepam (restoril) and surgery (robot-assisted total laparoscopic hysterectomy with ovarianpreservation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine haemorrhage, cyst, menorrhagia, nausea and procedural haemorrhage outcome was unknown, the weight increased was resolving and the dyspareunia had resolved. The reporter considered cyst, device dislocation, dyspareunia, menorrhagia, nausea, procedural haemorrhage, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: unilateral occlusion, left tube occluded. Failure unilateral occlusion, left tube occluded. Failure to occlude fallopian tubes. *on 02-dec-2016, surgical pathology report showed 3 metallic coiled possible essure tubes ranging from 0.3 cm in length x 0.2 cm in diameter to 5.5 cm in length and ranging from less than 0.1 to 0.3 cm in diameter. There is scant amount of attached soft tissue present. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: lower abdominal pain, nausea, menorrhagia, pelvic pain, uterine hemorrhage, device dislocation". Most recent follow-up information incorporated above includes: on 15-mar-2018: plaintiff fact sheet and medical record was received events added from pfs- abnormal bleeding (general) merged with abnormal uterine bleeding, abnormal vaginal bleeding, nausea, tubal ligation, weight gain, dyspareunia (painful sexual intercourse), lower left abdominal pain, trouble placing left coil due to bleeding. Patient was hospitalized for essure removal. Reporter information, concomitant disease was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device / malposition of essure device: intestines/ failure to occlude fallopian tube"), uterine haemorrhage ("abnormal uterine bleeding/ abnormal bleeding (general)") and procedural haemorrhage ("trouble placing left coil due to bleeding") in a 24-year-old female patient who had essure (batch no. 627075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "trouble placing left coil due to bleeding" in (B)(6) 2008. The patient's past medical history included hysteroscopy, cervical cone biopsy and morbid obesity. Concurrent conditions included back pain, dysuria, migraine, headache, abdominal pain, urinary tract infection (acute.), uterine bleeding, pap smear abnormal, left lower quadrant pain and dysmenorrhea. Concomitant products included bupropion (wellbutrin), citalopram hydrobromide (celexa) from 2015 to 2017, escitalopram oxalate (lexapro) from 2014 to 2015, ibuprofen since 2000, lysozyme (neuzyme) from 2014 to 2017, ondansetron (zofran) and xylenol since 2000. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced procedural haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required) with pelvic pain and abdominal pain lower, uterine haemorrhage (seriousness criterion medically significant), cyst ("bilateral cysts"), menorrhagia ("menorrhagia / abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), nausea ("nausea"), weight increased ("weight gain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with temazepam (restoril) and surgery (robot-assisted total laparoscopic hysterectomy with ovarianpreservation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine haemorrhage, procedural haemorrhage, cyst, menorrhagia, vaginal haemorrhage, nausea, depression and anxiety outcome was unknown and the weight increased and dyspareunia had resolved. The reporter considered anxiety, cyst, depression, device dislocation, dyspareunia, menorrhagia, nausea, procedural haemorrhage, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: unilateral occlusion, left tube occluded. Failure unilateral occlusion, left tube occluded. Failure to occlude fallopian tubes. On (B)(6)2009: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes. *on (B)(6) 2016, surgical pathology report showed 3 metallic coiled possible essure tubes ranging from 0.3 cm in length x 0.2 cm in diameter to 5.5 cm in length and ranging from less than 0.1 to 0.3 cm in diameter. There is scant amount of attached soft tissue present. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: lower abdominal pain, nausea, menorrhagia, pelvic pain, uterine hemorrhage, device dislocation". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporter information and events: psychological or psychiatric problems condition: depression, mental anguish were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device / malposition of essure device: intestines/ failure to occlude fallopian tube/ pelvis"), uterine haemorrhage ("abnormal uterine bleeding/ abnormal bleeding (general)") and procedural haemorrhage ("trouble placing left coil due to bleeding") in a 24-year-old female patient who had essure (batch no. 627075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "trouble placing left coil due to bleeding" in (B)(6) 2008. The patient's medical history included hysteroscopy, cervical cone biopsy and morbid obesity. Concurrent conditions included back pain, dysuria, migraine, headache, abdominal pain, urinary tract infection (acute.), uterine bleeding, pap smear abnormal, left lower quadrant pain and dysmenorrhea. Concomitant products included bupropion hydrochloride (wellbutrin), citalopram hydrobromide (celexa) from 2015 to 2017, escitalopram oxalate (lexapro) from 2014 to 2015, ibuprofen since 2000, lysozyme (neuzyme) from 2014 to 2017, ondansetron (zofran) and xylenol since 2000. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced procedural haemorrhage (seriousness criterion medically significant). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required) with pelvic pain and abdominal pain lower, uterine haemorrhage (seriousness criterion medically significant), cyst ("bilateral cysts"), menorrhagia ("menorrhagia / abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with temazepam (restoril) and surgery (robot-assisted total laparoscopic hysterectomy with ovarianpreservation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine haemorrhage, procedural haemorrhage, cyst, menorrhagia, vaginal haemorrhage, nausea, depression, anxiety and urinary tract infection outcome was unknown and the weight increased and dyspareunia had resolved. The reporter considered anxiety, cyst, depression, device dislocation, dyspareunia, menorrhagia, nausea, procedural haemorrhage, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: results: unilateral occlusion, left tube occluded. Failure; on (B)(6) 2009: unilateral occlusion, left tube occluded. Failure to occlude fallopian tubes. Pathology test - on (B)(6) 2016: 3 metallic coiled possible essure tubes ranging from 0.3 cm in length x 0.2 cm in diameter to 5.5 cm in length and ranging from less than 0.1 to 0.3 cm in diameter. There is scant amount of attached soft tissue present. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: lower abdominal pain, nausea, menorrhagia, pelvic pain, uterine hemorrhage, device dislocation". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-nov-2018: pfs received. Event urinary tract infection was added. Historical , concomitant drugs conditions were added. Lab data updated. Product, patient & reporter information updated. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device / malposition of essure device: intestines/ failure to occlude fallopian tube"), uterine haemorrhage ("abnormal uterine bleeding/ abnormal bleeding (general)") and procedural haemorrhage ("trouble placing left coil due to bleeding") in a 24-year-old female patient who had essure (batch no. 627075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "trouble placing left coil due to bleeding" in (B)(6) 2008. The patient's past medical history included hysteroscopy, cervical cone biopsy and morbid obesity. Concurrent conditions included back pain, dysuria, migraine, headache, abdominal pain, urinary tract infection (acute.), uterine bleeding, pap smear abnormal, left lower quadrant pain and dysmenorrhea. Concomitant products included bupropion (wellbutrin), citalopram hydrobromide (celexa) from 2015 to 2017, escitalopram oxalate (lexapro) from 2014 to 2015, ibuprofen since 2000, lysozyme (neuzyme) from 2014 to 2017, ondansetron (zofran) and xylenol since 2000. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced procedural haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required) with pelvic pain and abdominal pain lower, uterine haemorrhage (seriousness criterion medically significant), cyst ("bilateral cysts"), menorrhagia ("menorrhagia / abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), nausea ("nausea"), weight increased ("weight gain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with temazepam (restoril) and surgery (robot-assisted total laparoscopic hysterectomy with ovarianpreservation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine haemorrhage, procedural haemorrhage, cyst, menorrhagia, vaginal haemorrhage and nausea outcome was unknown, the weight increased was resolving and the dyspareunia had resolved. The reporter considered cyst, device dislocation, dyspareunia, menorrhagia, nausea, procedural haemorrhage, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: unilateral occlusion, left tube occluded. Failure unilateral occlusion, left tube occluded. Failure to occlude fallopian tubes. On (B)(6)2009: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes. *on (B)(6) 2016, surgical pathology report showed 3 metallic coiled possible essure tubes ranging from 0.3 cm in length x 0.2 cm in diameter to 5.5 cm in length and ranging from less than 0.1 to 0.3 cm in diameter. There is scant amount of attached soft tissue present. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: lower abdominal pain, nausea, menorrhagia, pelvic pain, uterine hemorrhage, device dislocation". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device / malposition of essure device: intestines/ failure to occlude fallopian tube/ pelvis') and uterine haemorrhage ('abnormal uterine bleeding/ abnormal bleeding (general)') in a 24-year-old female patient who had essure (batch no. 627075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "trouble placing left coil due to bleeding" in (B)(6) 2008. The patient's medical history included hysteroscopy, cervical cone biopsy and morbid obesity. Concurrent conditions included back pain, dysuria, migraine, headache, abdominal pain, urinary tract infection (acute.), uterine bleeding, pap smear abnormal, left lower quadrant pain and dysmenorrhea. Concomitant products included from 2015 to 2017, bupropion hydrochloride (wellbutrin), escitalopram oxalate (lexapro) from 2014 to 2015, ibuprofen since 2000, lysozyme (neuzyme) from 2014 to 2017, ondansetron (zofran) and xylenol since 2000. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced procedural haemorrhage ("trouble placing left coil due to bleeding"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required) with pelvic pain and abdominal pain lower, uterine haemorrhage (seriousness criterion medically significant), cyst ("bilateral cysts"), menorrhagia ("menorrhagia / abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with and surgery (dilation and curettage and robot-assisted total laparoscopic hysterectomy with ovarianpreservation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, procedural haemorrhage, cyst, nausea, depression, anxiety and urinary tract infection outcome was unknown and the uterine haemorrhage, menorrhagia, vaginal haemorrhage, weight increased and dyspareunia had resolved. The reporter considered anxiety, cyst, depression, device dislocation, dyspareunia, menorrhagia, nausea, procedural haemorrhage, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: results: unilateral occlusion, left tube occluded. Failure; on (B)(6) 2009: unilateral occlusion, left tube occluded. Failure to occlude fallopian tubes. Pathology test - on (B)(6) 2016: 3 metallic coiled possible essure tubes ranging from 0.3 cm in length x 0.2 cm in diameter to 5.5 cm in length and ranging from less than 0.1 to 0.3 cm in diameter. There is scant amount of attached soft tissue present. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: lower abdominal pain, nausea, menorrhagia, pelvic pain, uterine hemorrhage, device dislocation". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jun-2020: quality safety evaluation of product technical complaint . We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device / malposition of essure device: intestines/ failure to occlude fallopian tube/ pelvis') and uterine haemorrhage ('abnormal uterine bleeding/ abnormal bleeding (general)') in a 24-year-old female patient who had essure (batch no. 627075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "trouble placing left coil due to bleeding" in (B)(6) 2008. The patient's medical history included hysteroscopy, cervical cone biopsy and morbid obesity. Concurrent conditions included back pain, dysuria, migraine, headache, abdominal pain, urinary tract infection (acute.), uterine bleeding, pap smear abnormal, left lower quadrant pain and dysmenorrhea. Concomitant products included from 2015 to 2017, bupropion hydrochloride (wellbutrin), escitalopram oxalate (lexapro) from 2014 to 2015, ibuprofen since 2000, lysozyme (neuzyme) from 2014 to 2017, ondansetron (zofran) and xylenol since 2000. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced procedural haemorrhage ("trouble placing left coil due to bleeding"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required) with pelvic pain and abdominal pain lower, uterine haemorrhage (seriousness criterion medically significant), cyst ("bilateral cysts"), menorrhagia ("menorrhagia / abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with and surgery (dilation and curettage and robot-assisted total laparoscopic hysterectomy with ovarianpreservation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, procedural haemorrhage, cyst, nausea, depression, anxiety and urinary tract infection outcome was unknown and the uterine haemorrhage, menorrhagia, vaginal haemorrhage, weight increased and dyspareunia had resolved. The reporter considered anxiety, cyst, depression, device dislocation, dyspareunia, menorrhagia, nausea, procedural haemorrhage, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: results: unilateral occlusion, left tube occluded. Failure; on (B)(6) 2009: unilateral occlusion, left tube occluded. Failure to occlude fallopian tubes. Pathology test - on (B)(6) 2016: 3 metallic coiled possible essure tubes ranging from 0.3 cm in length x 0.2 cm in diameter to 5.5 cm in length and ranging from less than 0.1 to 0.3 cm in diameter. There is scant amount of attached soft tissue present. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: lower abdominal pain, nausea, menorrhagia, pelvic pain, uterine hemorrhage, device dislocation". Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for bleeding added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hysteroscopy and cervical cone biopsy. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), cyst ("bilateral cysts"), pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (laparoscopic bilateral ovarian cystectomy; fractional dilation and curettage, device explant proceed). Essure was removed. At the time of the report, the device dislocation, uterine haemorrhage, cyst, pelvic pain and menorrhagia outcome was unknown. The reporter considered cyst, device dislocation, menorrhagia, pelvic pain and uterine haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.